Event description:
It was reported that a user slid out of a grpl450-1 lift sling onto the bathrrom floor. The user's wife called 911 for help lifting her husband into his wheelchair. There was no additional medical intervention.